Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6), the readings before going to the hospital were 435 mg/dl at 10:00 a.m., 539 mg/dl at 12:30 p.m., 270 mg/dl at 6:00 p.m., 576 mg/dl at 10:00 p.m., and hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) at 10:20 p.m. The patient gave herself additional insulin boluses through the pump of approximately 7 units to attempt to self-treat the high readings. At 10:00 p.m the patient experienced symptoms of vomiting and hallucinating. At 10:40 p.m the patient's husband transported her to the hospital. At 10:50 p.m the patient arrived at the hospital and received a blood glucose result of 848 mg/dl. The patient was treated with an IV with insulin (customer does not know what type or brand) and an IV with saline. The patient was admitted into the ICU and was discharged on (B)(6) 2019.